Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 16mm pulmonary valved conduit was implanted and explanted during the same procedure in this pediatric patient, and replaced with an 18mm pulmonary valved conduit for unknown reasons. No additional adverse patient effects were reported.